Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for low blood glucose levels. The customer could not recall the blood glucose reading at the time of admission. Nothing further was reported.